Manufacturer narrative:
A review of the device history record indicated the order was built to specification. Only an empty centurion tray was returned for this complaint. The suspect cassette was not returned; therefore, visual inspection and functional testing could not be conducted. Though the definitive root cause of this customer's complaint could not be determined as a sample was not returned for investigation, complaints of a similar nature referencing aspiration/suction issues have been received and the root cause of the customer's complaint is an error during the supplier's manufacturing process of the blue aspiration luer. It has been determined that some of the blue luers from one of the six supplier cavities (cavity 3) from one supplier lot can allow air to enter the aspiration line and reduce the ability of the sample to reach maximum vacuum. An action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A cassette tray was received without the cassette sample by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette was slow to prime and the vacuum was very slow. The cataract procedure was performed without replacing the cassette with no harm to the patient. Additional information was requested; however, none has been received to date.